Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a filter placement treatment procedure, filter positioning issues occurred. The physician advanced and placed this greenfield vena cava filter in the jugular in normal fashion. Following the procedure, x-ray revealed that the filter was placed upside down. The filter was left in place and the patient underwent an additional procedure the next day to implant a reprocessed filter in front of the upside down one. The patient was kept for observation and no complications were reported. The patient status is fine.